Event description:
Implant removed due to complaint of tmj pain, popping, left temporal headaches. According to the surgeon, the implant was noted to be degenerated into two separate pieces. On pathological exam, fragments of hyalized fibrous tissue with foreign body material and hystocytes and fragments of hyaline cartilage with degenerative changes were noted. This device is available for on-site inspection for a period of 60 days following date of this report.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.